Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user reported that dexcom g7 continuous glucose monitoring (cgm) requested calibration during the night, followed by a sensor issue message stating it would resolve in 5 hours. Upon waking, the user had a high blood glucose (bg) of 400 mg/dl. The sensor later resumed, and blood glucose (bg) began to correct after calibration and ilet dosing. Blood glucose (bg) was corrected by calibrating the cgm dexcom g7 and allowing ilet corrections. The user's reported symptoms during the event included tiredness and thirst. No outside assistance or medical intervention was required.